Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found a bent tip clamp at position #11 the fse replaced the tip clamp, checked and cleaned all other clamps, verified proper x-arm calibration and alignment. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).